Event description:
A customer reported experiencing a cartridge alarm on their pump. There was no adverse impact on the customer's blood glucose level due to this issue. Technical support decided to replace the pump and instructed the customer on how to put the current pump into storage mode prior to returning it. The customer was informed they would receive a pump with updated software and acknowledged the instructions to return the problematic pump to tandem, including the need to program settings and connect their cgm to the replacement pump. The customer will continue using the current pump and utilize multiple daily injections if necessary until the replacement arrives.